Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6)2025, it was reported that the patient dosed insulin and sometime later experienced grogginess. The cgm at the time of treatment decision was not described. Sometime, the cgm was 200 mg/dl while the bg was 54 mg/dl. The patient experienced presyncope and self-treated with juice. He was okay during the call. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.